Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-55 mg/dl. Reportedly, low bg was caused by unintended insulin delivery when customer disconnected tubing at t:lock rather than site. Tandem technical support educated the customer regarding proper procedure for disconnecting the pump from the site. The customer consumed carbohydrates to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.